Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. All operating currents are within specification. The pump was received with a rattling vibration during the self-test due to the adhesive not adhering. The insulin pump was received with a minor scratched display window, cracked battery tube threads, a cracked reservoir tube lip, and a cracked case at reservoir tube window corner.

Event description:
The customer reported via phone call that she went to her endocrinologist today for her check-up and the alarm has gotten louder on vibrate. Customer stated that the vibrate on the insulin pump is getting louder. Customer was assisted in performing a self test. Customer stated that the pump vibrated during the vibrate test. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan.